Event description:
The technician found that the ground resistance was too high.

Manufacturer narrative:
The technician found that the ground wire connected to the power entry module was loose. He reseated this ground wire to repair the bed.